Event description:
A field service rep for the MFR was informed at an over-infusion incident during a preventive maintenance visit. Reportedly, the pump's rate changed without intervention from 68 ml/hr to 268 ml/hr during an infusion of tpn. The pt was not injured.